Manufacturer narrative:
This report is submitted on february 08, 2018.

Event description:
It was reported the device was explanted (date not reported) due to an unknown reason. Additional information has been requested but has not been made available as of the date of this report, february 08, 2018.